Event description:
It was reported that during a pci procedure, the viva balloon ruptured at 12 atms on the initial inflation. The 100% stenosed lesion was located in the calcified proximal left anterior descending (lad) coronary artery. A guide wire and a guide catheter were inserted. A dilation catheter was inserted, but failed to cross the lesion. The viva balloon catheter crossed the lesion and upon inflation, the balloon ruptured. The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient status is reported "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. A review of the manufacturing records for this batch shows that the device met its material, assembly, and product specifications at the time of its release to distribution. This batch has no other associated complaints to date.